Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient has been experiencing pocket stimulation. The right ventricular lead warning was noted to have occurred due to lower bipolar impedance than unipolar impedance. Notable data also indicated low impedances, high capture threshold, and ventricular high rate (vhr) episodes with noise. The lead remains in use. No patient complications have been reported as a result of this event.